Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. This event occurred at (B)(4).

Event description:
It was reported that the patient experienced a red heart alarm multiple times at home two weeks prior to admission. The patient confirmed that the pump speed dropped to 3000 rotations per minute on the display module but was asymptomatic during the events. It was noted that the red heart alarm did not show in the patients history. Log file analysis captured records associated with power cable disconnect events which occurred while connected to battery power. The log file did not record any low speed operation events or any events that would have generated a red heart alarm.

Event description:
It was reported that the patient experienced palpations during the event. The patient was instructed to contact the hospital if the issue occured again.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file was unable to confirm the report of red heart alarms or the report of a decrease in pump speed below the low speed limit. Additionally, a specific cause for the reported events could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the report of heart palpitations could not be conclusively established. A review of the submitted log file from day 1147 hour 14 minute 47 through day 1147 hour 18 minute 9 found that the pump maintained a stable speed above the low speed limit without issue. The approximately 4 hours of data was filled with power cable disconnect alarms; refer to the system controller investigation regarding this finding. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 05jun2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas. Section 1 of the IFU addresses all pump parameters, including pump speed. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 "handling emergencies" lists examples of emergencies and what actions to take. The patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event. Cl not sent, product not returned.